Manufacturer narrative:
Section b3 - the reported event date was an estimated date, and was reported as follow, "the event date was on week of (B)(6) 2026".

Event description:
It was reported that the patient had several episodes of ventricular tachycardia (vt) which was confirmed via holter monitoring. The implantable cardiac monitor (icm) exhibited a diagnostic anomaly which no vt episodes recorded when the episode storage criteria was met. No programming change was done; the icm was explanted and replaced with an implantable cardioverter defibrillator (ICD). The patient condition was not known.

Event description:
New information received notes that the implantable cardiac monitor (icm) was explanted on (B)(6) 2026.